Manufacturer narrative:
Not available for evaluation.

Event description:
It was reported that the universal handpiece heated up during a procedure. The procedure was completed successfully with the use of a back up device. There were no patient or user injuries, and no adverse consequences.